Event description:
Starting in 2004 - shortness of breath and pressure across back etc, usually 3 or 4 nitro tablets under tongue helped relieve it. Until the next month then besides the shortness of breath and pressure across back and shoulders pt had severe pain left arm and up into neck, at this point pt went to the emergency room. Pt was tested by a cardiologist who stabilized them and then dr had pt transferred to medical center. Pt was taken to the cath lab, the dr refused to do a catheterization at that time because of blood count (pt had been taking coumadin, plavix and aspirin). Pt was then taken up to the ICU and put to bed, and was given injections of k-12 etc. By 2 days later dr decided to go ahead with the catheterization. He then discovered that the stent was blocked. Cut away the blockage and reinserted another stent inside the original stent (taxus express 2th). Pt has since suffered more damage to their heart plus is now on stronger medication.